Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was more than 400 mg/dl. Customer's current blood glucose level was 600 mg/dl. The customer was advised to take a correction dose of insulin syringe as per health care provider. The customer was advised to use manual injection for high blood glucose level. Customer declined the troubleshoot. The insulin pump will not be returned for the analysis.